Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported her scs system was explanted. Upon further inquiry, the patient stated she discontinued using the ipg and she had itching around the ipg site.